Manufacturer narrative:
Investigation is still ongoing.

Event description:
After four (4) years and three (3) months post transaortic valve replacement with a 23mm sapien 3 valve, the valve was explanted due to structural valve deterioration. The explanted valve was returned for evaluation. Per pre-decontamination engineering evaluation, there was host tissue/pannus growth seen at both inflow and outflow, and commissure area of the valve. No other information is available at this time.

Manufacturer narrative:
This is one of one manufacturer report being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02847. (MDR# (B)(4). The explanted edwards sapien 3 transcatheter valve was returned to engineering for evaluation. Per pre-decontamination engineering evaluation, there was host tissue/pannus growth seen at both inflow and outflow, majority on outflow and commissure area of the valve. A device history record (DHR) review was performed. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed. The work orders did not reveal any manufacturing non-conformance issues that would have contributed to the event. A lot history review of a work order was performed and revealed complaints relating to the complaint codes. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The returned device was visually inspected, and the following was noted: the frame was distorted, and two outflow struts were cut likely due to the valve was explanted. Pannus/host tissue growth seen at both inflow and outflow, majority on outflow and commissure area. All leaflets were stiffened, but still pliable. Minor calcium deposits on leaflet from x-ray. No frame fracture seen on the x-ray image other than the cut area. No functional and dimensional inspection testing was able to be performed due to device return condition (valve distorted). Imagery was provided and an echocardiogram was available for review which revealed the following: blue and orange jets were observed on the echo images indicating regurgitation. Restricted mobility of leaflets was observed on multiple echo images. The instructions for use (IFU) training manual for the commander delivery system with sapien 3, (japan) was reviewed for instructions relating to the event. Important basic precautions were reviewed such as long-term durability has not been established for the sapien 3 transcatheter heart valve. Regular medical follow-up is advised to diagnose any complications and evaluate valve performance. Additional potential risks associated with the tavi (transcatheter aortic valve implantation) procedure, the bio-prosthesis, and the use of its associated devices and accessories include but are not limited to: device degeneration. Based on the review of the IFU and training manual, no deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) for the sapien 3 valves (all sizes) was performed with the codes identified. There were no returned complaints identified as potentially similar events. The complaint for "post-implantation-nsvd-host tissue" was confirmed. A review of the DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal, or severe pannus growth can eventually affect the function of the valve. Based on returned condition and implant duration (4 years 3 months), available information suggests that patient factors (tissue in-growth) may have contributed to this complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. There were no manufacturing non-conformances or IFU/training deficiencies identified. Therefore, corrective/preventative action is not required.